Event description:
The customer alleged that he performed control tests prior to calling and received results between 208-250 mg/dl. He performed a control tests while troubleshooting and received a result of 210 mg/dl. The normal control range was 108-150 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.